Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit during an extracorporeal photopheresis (ecp) treatment. The customer reported at the beginning of the treatment a leak was observed at the collect pump tubing segment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer did not return the product for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k338 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k338 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation. Therefore; it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 03-aug-2022.